Event description:
It was reported that the md systems motorized movement would not function, which will result in the cranial and caudal movements not being functional and the system being unusable. No report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The remote user interface (rui) was evaluated and replaced. The system was tested and found to be working as intended and returned to service.